Event description:
The patient reported that they had painful/uncomfortable stimulation since 2015. The pain was intermittent on the left side of their vagina; it felt like someone was poking them with a hot pick. It was indicated that it hurt so bad the night prior to the report that they had to turn the stimulation down to 0.0v on each of the four programs. The patient noted that it gave them some relief, but not total relief. They wanted to confirm that the stimulation was off. With the programmer, the therapy was confirmed to be off. There was an appointment with the healthcare provider scheduled for (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.